Manufacturer narrative:
1/15/2024. One device was received for evaluation. Visual inspection found the device to be in used condition, and a bubbled dso gasket. Review of the event history log revealed a downstream occlusion alarm. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited ¿cassette was not positioned correctly.¿ it is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.